Event description:
Additional information received reported that no cause was found for the fluid in the pump pocket, but the event was attributed to the pump. There were no abnormalities found of the catheter. The wound had healed with no seroma, and the patient recovered without permanent impairment.

Event description:
It was reported that upon opening the pocket for a pump replacement on (B)(6) 2015, there was a ¿bit of extra fluid in the pocket, though not alarming." The healthcare professional (hcp) noted that the dacron pouch was fully intact on the pump, and not adhered or scarred into the pocket as was typically noted. The hcp chose to send the pump for analysis (received (B)(6) 2015). There were no patient symptoms reported and the patient was alive with no injury. The pump was used to infuse baclofen (unknown). No additional intervention was reported for this event. Follow up was being conducted to obtain additional information but had not yet been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a non-significant anomaly of miscellaneous elective replacement indicator (eri) due to time progression.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# n127246014, implanted: (B)(6) 2008, product type: catheter. (B)(4).